Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless foot pedal is losing connection during a cardiac procedure and the procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The connection was not re-established. The philips engineer advised the customer to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction(z-0476-2022) the customer has a wired footswitch available for use. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless foot pedal lost its connection. The device was in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.